Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# unknown, implanted: (B)(6) 2014, explanted: product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced severe pain syndrome, no longer had pain relief, and less than (B)(6) therapy relief after the pump refill. The location of the issue or symptoms was noted as the pump pocket. Initially it was reported that the pump stalled and recovered after more than two hours and then further stopped again. Reportedly, the motor stall discovered (exposed) via x-ray and no other messages were seen in the logs. Troubleshooting and diagnostic testing included a roller/rotor study and x-rays. As a result the pump was explanted and replace. The cause of the issue was reported as the motor stall and issue was noted to be resolved. No electromagnetic interference (emi) was present or related to the stall. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to verify the volume discrepancy report. It was then provided that the explant of the pump occurred on (B)(6) 2014 due to the return of pain and drug reservoir volume discrepancies. No logs were read and there was no evidence of a stall. The catheter remained implanted. After three days the patient still experienced pain and no therapeutic effect from the new pump. The logs provided from (B)(6) 2014 noting the date of (B)(6) 2014 showed no motor stall. Additional information was requested to verify the nature of the events reported, sequence of events, and the product involved. The event was now further clarified by the field representative. It was reported that the patient experienced severe pain syndrome again on (B)(6) 2014, two days after a catheter revision (see manufacturer report # 3004209178-2014-24334). X-rays of the pump on (B)(6) 2014 along with a rotor/roller study were performed and noted a motor stall. The representative was told that the logs were not read prior to (B)(6) 2014. It was also noted that the stall had recovered more than two hours later, in fact, it was now noted as two days later. The pump was subsequently replaced on (B)(6) 2014. The patient was reported as alive and was currently receiving proper therapy of pain relief of more than (B)(6). This device system delivered morphine. Should additional information be received a supplemental report will be filed.